Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 0.1 miu/ml and was reported outside the laboratory. The sample was repeated on another analyzer and the result was 263 miu/ml. The repeat result was believed to be correct. There was no adverse event. The hcg+b reagent lot number was 17326805 with an expiration date of 10/31/2014. The field service representative could not determine a cause. He bleached the reagent and sample line and checked the rinse flow and alignments. He ran performance testing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on review of the provided calibration and qc data, a general reagent issue was not suspected. It was noted the customer only allowed a clotting time of 20 minutes for the sample. This is less than the tube manufacturer's recommendations. It was also noted the humidity in the lab on the day of the event was below the specification stated in product labeling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.